Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. The customer declined to troubleshoot the issue. Therefore, no additional information was provided. The customer's blood glucose was around 160 mg/dl.